Manufacturer narrative:
The smartband device subject of the reported event was not returned for evaluation. Without the return and evaluation of the device, a cause of the reported event could not be determined. The device history record was reviewed and confirmed the lot subject of the event was manufactured to specifications. A complaint review confirmed the event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, the bands did not deploy properly from their smartband device. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.